Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed a leak from the co2 absorber canister. The co2 absorber canister was replaced, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2016 phone call, (B)(6) 2016 phone call, (B)(6) 2016 phone call.

Event description:
The hospital reported the bellows was not rising causing insufficient mechanical ventilation during a case. The unit was replaced with another to complete the case. There was no report of patient injury.